Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. It is unknown what was the cause of the symptoms. At this time the device remains in service. No additional adverse patient effects were reported.